Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) results for one patient. On (B)(6) 2015, a sample from the patient was tested in another laboratory on a beckmann acces analyzer and an architect analyzer. The result was 0.003 uiu/ml. A few hours later, a new sample was taken and the result from cobas e601 (B)(4) was 11.56 uiu/ml. On (B)(6) 2015, the same sample was measured on a beckmann acces analyzer with a result of 0.004 uiu/ml and on the cobas e 601 with a result of 13.24 uiu/ml. All of the results were reported to the physician. The patient was not adversely affected and current condition was good.

Manufacturer narrative:
Confirmation was received that the birthdate of (B)(6) 1979 was correct.

Manufacturer narrative:
Sample from the patient was submitted for investigation. An interfering factor to the ruthenium labeled antibody used in tsh reagent was identified in the sample and may have caused the issue. Product labeling documents this interference.